Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 2181 ng/l. The sample was repeated three additional times, resulting in values of 1804 ng/l, 1770 ng/l, and 1770 ng/l.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The field service engineer traced the issue to the customer's centrifugation protocols. No specific details were provided. The investigation could not identify a product problem. The cause of the event could not be determined.